Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary:the full lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis information: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high impedance and elevated sensing integrity counter (sic). The lead was turned off and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.